Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 404 mg/dl at the time of incident and other blood glucose value was above 400 mg/dl and 463 mg/dl. Customer reported that they did not feel okay to troubleshoot. The device will not be returned for analysis.